Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative reported via e-mail that the customer was hospitalized due to high blood glucose. The representative reported that the customer received no delivery alarms. The customer's blood glucose was over 200 mg/dl at the time of the incident. The representative stated that the customer declined to be transferred to the help line. The insulin pump will not be returned for analysis.